Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver battery capacity dropped down 3% after charged. A receiver boot test was performed and passed. Functional tests were not performed due to receiver battery capacity dropped down 3% after charged. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).